Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that the electronic patient gas system (epgs) readings were fluctuating on the central control monitor (ccm) display. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The field service representative (fsr) found that the system passed calibration upon arrival. The fsr ran gas system testing but was not able to observe any fluctuations. The onscreen readings read low compared to the oxygen (o2) tester and on screen setpoints. The fsr replaced the o2 sensor and performed release testing. The unit operated to the manufacturer's specifications.